Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen screen due to a faulty component on the motherboard. Further testing could not be performed due to the frozen display. No damage found on the keypad traces. The device was received with cracked display window corner, battery tube threads, belt clip slot, scratched lcd window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump was freeze and alarmed button error. No further information was provided.